Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/28/2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will boot and charge. The receiver download did not find any errors related to customer complaint. . Run receiver functional test's, pass all relevant tests. Global communication tool software test, pass sound tests. Perform manual functional tests "try it", pass. Open receiver case for internal visual inspection, fail, found moisture damaged. . Perform speaker audio intermittent tests, pass. Measure the speaker resistance. Speaker resistance within specification. The reported event of no audio output was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will boot and charge. The receiver download did not find any errors related to customer complaint. Run receiver functional test's, pass all relevant tests. G5 global communication tool software test, pass sound tests. Perform manual functional tests "try it", pass. Open receiver case for internal visual inspection, fail, found moisture damaged. Perform speaker audio intermittent tests, pass. Measure the speaker resistance. Speaker resistance within specification. The reported event of no audio output was not confirmed. The root cause was determined to be a defective speaker.